Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name- (B)(6) hospital.

Event description:
It was reported that the subject device had a loose cord at the bottom of the main body. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by mfg . The correct date was 9/2/2025. The d4 - primary UDI number was also corrected. Corrected fields: d4 - primary UDI number, g3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water ingress, and charge couple device unit water ingress. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.